Event description:
While attempting to remove guide wire, after normal deployment of balloon and stent to the ostial pda, the wire unraveled while in vessel. Wire was completely broken off during first attempt to snare. Proximal section of wire was then removed without difficulty. After serveral attempts to remove the distal end with snare and 2 guidewires, the distal end of wire was successfully removed. There were no adverse effects observed.